Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge depletes faster than expected. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 91 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer continued using the pump for insulin therapy.